Event description:
The customer tested his blood glucose using his contour ts meter and received a reading of 275 mg/dl. He retested using another meter and received a reading of 132 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.